Event description:
The customer stated that the waste sensor of the cell-dyn analyzer failed to detect a waste-full reservoir. A new waste sensor assembly was ordered for replacement. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.